Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. Investigation has been completed based on current information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratch on an intraocular lens (ol) during a cataract with iol implant procedure. The scratch was identified after the iol was implanted. The iol was removed during the same procedure and the procedure was completed with an iol from a different manufacturer. There was no patient impact reported.